Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.

Event description:
The facility reported a dead battery. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.